Event description:
It was reported that when patient presented remotely via merlin.net transmission with episodes of non-sustained rv oversensing issue on the rv lead. It was suspected that lead has t-wave oversensing issue of noise on the lead as well. Patient will continue to be monitored. On a later date lead was capped on (B)(6) 2017 and a new lead was implanted. No further information available.